Event description:
It was reported that the system would not respond to attempts to reboot. This resulted in patient data being lost and delayed patient care. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.